Manufacturer narrative:
Additional customer contact phone: (B)(6).

Event description:
N/a.

Event description:
It was reported that during daily routine checks performed by the customer they observed that the helium icon on the cardiosave intra-aortic balloon pump (iabp) was showing low helium, even though it had a full tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and found that the high pressure helium regulator was defective. To fix the issue the fse replaced the high pressure helium regulator, performed the helium tank calibrations and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.